Event description:
A manufacturer representative reported that the patient was in a car accident earlier the month of the report and right after the accident their stimulation changed. They lost stimulation in the upper part of their arm where they had pain. They reprogrammed on the day of the report and the patient's physician had ordered x-rays. The reprogramming was able to get the patient good coverage. The stimulation prior to the accident was fine. The issue was considered resolved. The patient was implanted for complex regional pain syndrome type ii and non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.